Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced diabetic ketoacidosis, but no specific symptoms were reported. The patient was brought to the hospital in an unknown way. When a fingerstick was taken, the cgm reading was 220 mg/dl, and the blood glucose reading was 506 mg/dl. The patient was admitted into the intensive care unit (ICU) and was treated with intravenous insulin and electrolytes. The patient was discharged from the ICU after 2 days and spent 2 more days at a regular care department before being discharged home. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.